Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to patient movement since the patient had large hematoma after the transport. D6a and d6b added h6 component code added the following have been reported incorrectly or missing from manufacturer device report. F6/f8-should have been left blank g1 reporting contact fax number missing.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella site was reassessed and large hematoma expanding distal to insertion site and bleeding around insertion occurred. The patient with vagal response to the pressure so modified purse string was added by the physician. The patient was transported to another facility and upon arriving blood was ordered and given along with fluids. Vascular was brought in to do a cutdown and evacuate the site. The impella was weaned and removed but impella sheath left as team felt patient was in hemorrhagic shock. The patient is stable post intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿